Event description:
Pt heavily sedated, ventilated and on ECMO. On (B)(6): rapid gas loss x3. No kinks, blood or disconnect. Autofill done. On (B)(6) leak in iab circuit: visual exam shows no kinks, blood or disconnect: autofill done. On (B)(6): rapid gas loss x2: no kinks blood or disconnect. Autofill done. On (B)(6): leak in iab circuit.

Manufacturer narrative:
The product was not returned for evaluation. A review of the device history does not indicate any lot specific issues. (B)(4).